Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: visual check: valve in original packaging, in position 5. Pressure control: the valve has been tested through the shell by 2 different operators according to our testing procedure (from position l to h then from position h to l). During these tests, we observed difficulties of programming even if programming was possible after several tests. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. The valve doesn't meet its specifications concerning pressure setting.

Event description:
The adjustable valve could not be adjusted in its sterile packaging. It has not been implanted, and was returned to the manufacturer in its original packaging.